Event description:
It was reported by the customer that a pyxis medstation es system drawer failure while users were trying to issue medications. The customer reported that delay in dispensing medication was from going to the other machine on unit or waiting for pharmacy to tube medication from central. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to drawer failure. A field service engineer reseated connections, removed debris from under pockets and reconfigured. Preventive maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.